Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report.a follow up medwatch will be submitted once the investigation is complete.

Event description:
Additional information received on may 19, 2016 stating that the reported issue occurred during surgery and there was a patient involvement associated with the event. There is a patient harm/injury associated with the report, wherein more piece of skin was removed to replace the damaged graft. An alternate device was retrieved for use during the surgery.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report.a follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the customer has used the product to expand the skin which was removed. The drilling was a poor quality and the expansion was not enough. A second piece of skin was removed with the same meshgrapht but the lot number of the "dermacarrier 6 to 1" has changed. There was no problem with the new piece of skin.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial product condition/visual examination: incoming visual inspection was performed on 06/13/2016. Three returned devices had been used. This was verified with the imprint of the diamond knurl from the meshgraft ratchet roller (p/n 06-0018-101-52) on the underside (smooth side) of the derma carrier. The diamond knurl on this roller is needed to grab and hold the derma carrier as it is ratcheted through the mesher. It was also noted using digital microscopic inspection that each of the used derma carriers that failed had been processed through the mesher twice. When the derma carrier was processed through the mesher upside down it caused the derma carrier cutting ridges to be flattened out and become damaged. Two derma carriers were returned unused. Dimensionally and visually, these two devices were acceptable and met the requirements of the 06-0017-100-67 derma carrier detail drawing. Functional tests: the derma carriers are a single use disposable sterile device. Functional testing was not applicable. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Manufacturer narrative:
Please note that the incoming inspection was processed for 1526350-2016-00049, 1526350-2016-00050 and 1526350-2016-00051 at the same time. Due to the lack of identification and documentation received with the returned product, the investigation was conducted concurrently for all five devices received. Three derma carriers were returned having been used, two derma carriers were returned unused. These are single-use, disposable, sterile devices. Consequently, this is considered an out of the box event. Product number 00-2195-014-00, from production lot number 61885984 was manufactured and placed into inventory at zimmer biomet surgical on november 12, 2011. Product number 00-2195-014-00, from production lot number 63128622 was manufactured and placed into inventory at zimmer biomet surgical on september 17, 2015. The review of the device history records (DHR) noted no non-conformances, request for deviations (rfd), engineering change notices (ecn). No spontaneous anomalies were reported and all of the quality inspections and testing were performed and accepted. Incoming visual inspection was performed on june 13, 2016. Three derma carriers were returned having been used; this was verified with the imprint of the diamond knurl from the meshgraft ratchet roller (p/n 06-0018-101-52) on the underside (smooth side) of the derma carrier. The diamond knurl on this roller is needed to grab and hold the derma carrier as it is ratcheted through the mesher. It was also noted using digital microscopic inspection that each of the used derma carriers that failed had been processed through the mesher twice. When the derma carrier was processed through the mesher upside down it caused the derma carrier cutting ridges to be flattened out and become damaged. Two derma carriers were returned unused. Dimensionally and visually, these two devices were acceptable and met the requirements of (B)(4). The derma carriers are a single use disposable sterile device. Functional testing was not applicable. The customer's reported event was that the skin graft when processed through the meshgraft machine over the derma carrier resulted in an unusable graft. The event was confirmed by customer-supplied photograph; the meshed skin grafts were unacceptable. The condition of the derma carrier, the set up and implementation and the environmental conditions are unknown. Additionally, the condition of the meshgraft machine, its maintenance history and its set up is not known. These unknown conditions plus potentially others can impact the operation of a derma carrier. Since the customer reported that after the first failure another derma carrier was obtained and they successfully processed a new skin graft using the same meshgraft machine; we can probably exclude the meshgraft machine as a cause for the event. The meshgraft ii machine has a ridged roller that applies pressure against the skin graft onto the derma carrier. The cutting side (top) of the derma carrier has sharp ridges that "cut" into the underside of the graft when the skin is pressed against it. The ridged roller cuts into the skin graft from the top at an angle from the bottom cutting ridges of the derma carrier. This dual cutting develops the cross hatch cutting that results in the "fishnet" appearance of the graft. Since all three of the used and reported failed derma carriers have the diamond knurl pattern from the ratchet roller on both the top and bottom surfaces of the derma carrier it appears that the user incorrectly installed the derma carrier upside down when initially processing the skin graft. Then the user reprocessed the graft through the mesher with the derma carrier installed right side up. Unfortunately, the damage to the derma carrier cutting ridges from the first pass through the mesher resulted in an unacceptable graft. The use of a new derma carrier on a new graft with the same mesher was most likely successful due to correctly placing the derma carrier with the cutting ridges up.